Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s blood glucose level was 200 mg/dl at time of incident and current blood glucose level was 246 mg/dl. The customer¿s blood glucose level was 370 mg/dl and 300- 400 mg/dl. The customer was treated with pump or manual injection. The customer performed high pressure test and it was passed. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will not be returned for analysis.